Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract back into the pod indicating that there was a needle mechanism failure. The patient did not provide blood glucose levels. The patient also reported pain at the infusion site while wearing the pod between 24 and 36 hours. As treatment the patient replaced the pod.

Manufacturer narrative:
The device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. Damage was noted on the slide retract, indicating the formed needle was incorrectly installed. This deficiency contributed to the needle failing to retract. The exposed needle contributed to the reported pain. Timeouts were observed in the pod data. The timeouts were observed to correct themselves before the end of pod operation. The timeouts would not have contributed to the reported events.